Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('intraoperative uterine perforation of fundus of uterus with uterine manipulator'), pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, pap smear abnormal, infertility, tonsillectomy, laparoscopy, arthroscopy, gravida ii, parity 2, sleep apnea, vaginal delivery and headache. Concurrent conditions included overweight, tonsillitis, infection, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2012 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("generalized abnormal bleeding"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, anxiety, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal haemorrhage, migraine and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right-2 coils, left-2 coils. Removal details: intraoperative uterine perforation of fundus of uterus with uterine manipulator. Stable appearing fallopian tubes bilaterally. No evidence of perforated essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one ere described in patient¿s medical records: depression, pelvic pain, menorrhagia, dysmenorrhea concerning the injuries reported in this case, the following one ere described in patient¿s medical records:uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: pfs received. Outcome of the events "abnormal bleeding (menorrhagia/vaginal bleeding), dyspareunia, migraine" were updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('intraoperative uterine perforation of fundus of uterus with uterine manipulator'), pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, pap smear abnormal, infertility, tonsillectomy, laparoscopy, arthroscopy, gravida ii, parity 2, sleep apnea, vaginal delivery and headache. Concurrent conditions included overweight, tonsillitis, infection, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2012 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("generalized abnormal bleeding"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, anxiety, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal haemorrhage, migraine and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right-2 coils, left-2 coils removal details: intraoperative uterine perforation of fundus of uterus with uterine manipulator. Stable appearing fallopian tubes bilaterally. No evidence of perforated essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one ere described in patient¿s medical records: depression, pelvic pain, menorrhagia, dysmenorrhea concerning the injuries reported in this case, the following one ere described in patient¿s medical records:uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('intraoperative uterine perforation of fundus of uterus with uterine manipulator'), pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('generalized abnormal bleeding') in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, pap smear abnormal, infertility, tonsillectomy, laparoscopy, arthroscopy, gravida ii, parity 2, sleep apnea and vaginal delivery. Concurrent conditions included overweight, tonsillitis, infection, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) 10-oct-2011 to january 2012 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological injury: mental anguish"), abdominal pain ("abdominal pain"), depression ("depression") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, anxiety, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right-2 coils, left-2 coils removal details: intraoperative uterine perforation of fundus of uterus with uterine manipulator. Stable appearing fallopian tubes bilaterally. No evidence of perforated essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one ere described in patient¿s medical records: depression, pelvic pain, menorrhagia, dysmenorrhea concerning the injuries reported in this case, the following one ere described in patient¿s medical records:uterine perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('intraoperative uterine perforation of fundus of uterus with uterine manipulator'), pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('generalized abnormal bleeding') in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, pap smear abnormal, infertility, tonsillectomy, laparoscopy, arthroscopy, gravida ii, parity 2, sleep apnea and vaginal delivery. Concurrent conditions included overweight, tonsillitis, infection, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2012 for contraception as well as nsaids since november 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological injury: mental anguish"), abdominal pain ("abdominal pain"), depression ("depression") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, anxiety, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right-2 coils, left-2 coils. Removal details: intraoperative uterine perforation of fundus of uterus with uterine manipulator. Stable appearing fallopian tubes bilaterally. No evidence of perforated essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one ere described in patient¿s medical records: depression, pelvic pain, menorrhagia, dysmenorrhea concerning the injuries reported in this case, the following one ere described in patient¿s medical records:uterine perforation. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs&mr received. Lot number added. New events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea, dyspareunia, vaginal discharge, weight gain were added. Psych injury was updated to new event mental anguish. Lab data ,concomitant drugs,concomitant conditions,reporter information,patient demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('generalized abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychological injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : events added- abdominal pain, genital bleeding, psychological disorder. Events outcome updated, lab data updated, reporter added, patient demographic added, essure removal date added, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.